Manufacturer narrative:
Concomitant medical products product ID: 3778-60, serial# (B)(4), implanted: (B)(4) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754,serial# (B)(4), product type: recharger. Product ID: 3778-60 serial# (B)(4), implanted: (B)(4) 2012, product type: lead. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. H10: supplemental submitted for the return of the device. Upon review conclusion code 92 no longer applies.

Event description:
It was reported that the implantable neurostimulator (ins) was removed because it was ¿defective.¿ the patient described a ¿stuttering¿ sensation intermittently. The patient experienced pain in an unknown location. The device was explanted, replaced and reprogrammed. Additional information was requested, but was not available as of the date of this report

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Analysis of the ins determined no significant anomaly. The ins was functionally okay.